Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the ins program was adjusted to resolve the patient's bladder issues and lack of stimulation. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was implanted for bowel. In the past week, about a week ago, she has been having bladder issues that are new to her. It never happened before. She does not have an uti-it has been checked out and the healthcare professional (hcp) told the patient that the implantable neurostimulator (ins) might have to be reprogrammed. The patient mentioned through the course of it, she adjusted/increased the frequency and when the issue started she decreased it back to where it was. It helped but bladder issue did not go away. The patient was diagnosed with severe back issues, which is unrelated to the device, and in the past 6 weeks, she had gotten 5 epidural shots in the lower back and x-rays. Pt is wondering if the shots she had for an unrelated device/therapy issue could cause this issue. Also, the patient wanted to change a program today. During troubleshooting, it was noted that the stimulation was on, the patient was on program 1 at 3.9 v. The patient also mentioned she started with 2.1 v and by the end of the year, she was up to 3.0 v and now at 3.9 v. She normally does not feel the stimulation, felt it in the beginning. The patient was able to change to program 2. When she tried going higher she was getting poor communication and then programmer showed turn ins on. The patient turned the ins back on and increased to 2.0 v. There were no further complications or anticipations reported with this event.